Event description:
During adminstration of chemotherapy, nurse noted chemo leakage on upper fittment block of pump set.====================== manufacturer response for infusion set, cardinal health======================manufacturer is requesting pump set for evaluation. Will be sending to them in next 2 days.